Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dvbb1d4, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient has had chronic chest pain for three months, the right ventricular (rv) lead audibly alerted for low rv tip to coil impedance, had low r wave, and chronic high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.